Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump reset unexpectedly. Customer resumed insulin delivery successfully and continued to use the pump for insulin therapy. Customer¿s blood glucose level was between 130-140 mg/dl. In addition, customer alleged that the insulin on board increased, without customer prompting a manual bolus. Troubleshooting for this allegation could not be performed as customer did not have a current pump data upload. Customer continued to use the pump for insulin therapy.